Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. Verification of the event details via system logs cannot be performed at this time because there is insufficient instrument information. This complaint is considered a reportable event due to the following conclusion: it was alleged that the mcs tip cover accessory fell inside the patient during a da vinci-assisted procedure. The item was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors (mcs) instrument completely came off and went into the bowel of the patient. The tip was retrieved during the same surgery. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the mcs tip cover accessory was the product that fell into the patient and had to be retrieved by a laparoscopic needle driver. The instrument was being removed when the mcs tip cover accessory fell off. The instrument wrist was straight upon removal. The issue occurred about 2 hours into the case and the mcs tip cover accessory was replaced to complete the procedure.